Event description:
Customer alleged that compact blood glucose monitoring test strips were labeled with an expiration date of 07/31/2006. A review of the batch records by the mfg site confirms the expiration date is actually 06/30/2005. No serious adverse event was reported in connection with the alleged malfunction. Return of the suspect product was requested; replacement product was sent.